Event description:
It was reported that a (B)(6) pt experienced a second degree thermal burn from the ultrasound probe during an abdominal ultrasound exam. The pt was treated by topical ointment with a dressing over the affected area. Initial eval indicates that a malfunction resulted in the probe reaching a temperature of 140 degree fahrenheit. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted when the investigation has been completed.

Manufacturer narrative:
Pt identifier and sex have not been made available.